Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced inaccurate sensor glucose readings and received multiple alarms. The customer's blood glucose was 120 mg/dl and the sensor glucose was 51 at the time of incident. The customer stated that he tried to recalibrate every hour and the low alarm kept going off on the insulin pump and it would not accept the calibration. The customer stated that the insulin pump would alarm and trigger threshold suspend feature when his blood glucose was 95mg/dl and the sensor glucose was 60mg/dl. The customer tried performing find lost sensor, reconnect old sensor and reconnect new sensor but it would not work. Troubleshooting found that the transmitter was working correctly. The customer stated that the issue did not lead to hospitalization. The sensor will not be returned for analysis.